Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal double-action jaw sealer and divider device would not connect and gave an error message during a left hemicolectomy procedure. There were no reports of patient injury or harm.